Event description:
It was reported patient was implanted on an unknown date by an unknown surgeon with a synthes cervical spine locking plate (cslp) and 4 unknown screws at level c5-c6. On an unknown date, surgeon determined the patient to have a pseudo-arthrosis (non-union) at the level of the existing hardware. Patient was returned to the operating room on (B)(6) 2013. The surgeon removed the cslp hardware and revised to vectra-t plate at levels c5-c7. During the final tightening of the vectra-t plate, one of the elgiloy clips in the plate broke. Surgeon removed the plate with the broken clip. Clip lifted off the plate easily and was discarded. When attempting to implant a 2nd vectra-t plate, the elgiloy clip was damaged during insertion, and a screw could not be inserted or used in it. The surgeon then used a 3rd vectra-t plate and successfully completed the procedure. This complaint is on (4) unknown screws. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on (4) unknown screws, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explant date received on (B)(6) 2013. Additional information provided. Subject device has been received and is currently in the evaluation process. Blank fields on this form indicate information that is unknown, unavailable or unchanged.